Manufacturer narrative:
(B)(4). G2: foreign event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while inspecting circulated items, it was found that the sterile packaging was damaged. There was no patient involvement, and it was reported no further information is available.